Event description:
It was reported the devices keep getting a constant tone. The rep went through the entire diagnostics and found nothing. There was no pt consequences. The case was completed using clips.